Event description:
It was reported that after insertion, a pinhole was noticed in the inflation valve of the Foley catheter, and it was removed. Subsequently, when a different balloon was inserted, bleeding was observed. This situation caused an unnecessary distress to the patient and medical intervention required.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be allergic reaction in patient.The labeling is found to be adequate.The DHR Review could not be performed without a lot number. Initial Reporter Complete Facility Name: (b)(6). UDI format updated with available product information per GUDID. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Event description:
IT WAS REPORTED THAT AFTER INSERTION, A PINHOLE WAS NOTICED IN THE INFLATION VALVE OF THE FOLEY CATHETER, AND IT WAS REMOVED. SUBSEQUENTLY, WHEN A DIFFERENT BALLOON WAS INSERTED, BLEEDING WAS OBSERVED. THIS SITUATION CAUSED AN UNNECESSARY DISTRESS TO THE PATIENT AND MEDICAL INTERVENTION REQUIRED.

Manufacturer narrative:
INITIAL REPORTER COMPLETE FACILITY NAME: (B)(6) HOSPITAL. THE INVESTIGATION IS STILL IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE A SUPPLEMENTAL REPORT WILL BE FILED. UDI FORMAT UPDATED WITH AVAILABLE PRODUCT INFORMATION PER GUDID. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT / REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.